Event description:
Healthcare professional reported a right side deflation. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, brown particles in the fill channel, and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.